Event description:
Results for a pt bun and uric acid were <2.0 mg/dl and <0.2 mg/dl respectively. When repeated, the results were normal. The incorrect results were not used to guide pt treatment. The field service representative found the sample and r1 probes were misadjusted and repaired the instrument by adjusting the probes.